Manufacturer narrative:
The field service representative found a vacuum nozzle was plugged and there was spillover of detergent and water on top of reaction cells. He unclogged the nozzle and checked and cleaned all rinse nozzles. He ran ise checks, calibration, and hardware checks. The customer ran qc and precision testing with results within specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable ise indirect gen.2 sodium result for one patient sample from the cobas 6000 c501 module. The initial result was 157 mmol/l and the repeat result on another analyzer was 132 mmol/l. The questionable result was not reported outside of the laboratory. The electrode lot number and expiration date were requested but were not provided.